Manufacturer narrative:
Device evaluated by MFR: the product analysis was performed. Unit returned in a generic plastic bag. The imaging window is separated at the lap joint and the imaging core has a kink at the lap joint, as part of overall visual revision. The returned device matches with upn and lot number provided by the customer. It was observed that the imaging window is separated at the lap joint in the sheath assembly. No other visual damages were observed. Impedance testing shows an electrical open at proximal wave form. The image characterization testing could not performed due to device condition. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable and windup.

Event description:
Reportable based on device analysis completed on 30apr2020. It was reported that lost image occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was advanced for use. There was no problem with the image during preparation, but during third pullback, the screen became black and nothing appeared. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the imaging window is separated at the lap joint in the sheath assembly.